Event description:
It was reported that the patient fell at home resulting in a hemorrhagic session lesion in the right parietal lobe with mild surrounding vasogenic edema and local mass effect and subsequently a large renal mass concerning for renal cell versus clear cell carcinoma with metastases to the brain. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
B5: information provided in the initial report does not involve this patient, please reference MFR #: 2916596-2023-04931. This report has been updated to reflect the correct information. This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The pump had reportedly operated as intended and was not returned for evaluation. The heartmate ii lvas instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding, stroke, and death, that may be associated with the use of the heartmate ii left ventricular assist system. This document also provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient was found unresponsive with no pulse in bed at their nursing home. The left ventricular assist device was still running.